Event description:
It was reported that the device was leaking out of the front. There was no additional information provided.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Visual inspection of the device noted a cracked tank cover, stripped interlock block, old corroded drain fitting, and a damaged plate clip. Functional testing of the device was unable to confirm or replicate the reported event. The device was run for several hours and no leaking was found. Root cause was not determined because the reported event was unable to be confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.